Event description:
The sheath and loader (98us006 / dp-21551) were flushed in accordance with the IFU and inspected prior to loading the 8mm pda device. (Yes, the operating cardiologists decided to implant a pda occluder into an apical anterior muscular vsd). The pda device was loaded, and the system was de-aired in accordance with the IFU. The loaded sheath was inserted into the patient and during manoeuvring, the distal locking mechanism on the loader detached and the operator lost torque. He was now unable to transfer torque to appropriately position the sheath / device complex. The procedure was paused. A second 6f odsiii sheath set (98us006 / dor19024) was requested and opened. This sheath and loader were flushed in accordance with the IFU and inspected prior to loading the (same) pda occluder. The pda device was loaded, and the system was de-aired in accordance with the IFU. The loaded sheath was inserted into the patient, successfully manoeuvred into position and deployed successfully with no residual interventricular shunt detectable on toe. There was no harm or injury to the patient, however, in the context of the age of the patient and the fact that the procedure was almost called off prior to the use of any occlutech equipment due to haemodynamic instability, this incident caused a great amount of anxiety and consternation in the operating group. The secondary operator approached me at the conclusion of the procedure and informed me that this was the third time this had happened to him with our sheath set. He said that we have a problem and we need to sort it out. It was reported device was not involved in any patient, user or third-party injury. Consequences to event, clinically significant extended treatment or procedure time. Reported current patient condition, received / event resolved, using another 98us006, lot dor19024. No pre-existing condition and / or pre-diagnosis relevant to the event. The device is available for evaluation. (B)(6) 2026 what type of procedure was taking place at the time the issue was found? Patent ductus arteriosus defect procedure using pda implant. Vsd is a ventricular septal defect, and a toe is a transoesophageal echocardiogram. One 8mm pda device was inserted through the sheath at the time of the event. No medical or surgical intervention was reported. Occlutech is asking their customer the following questions was there a procedure delay, how was the haemodynamic instability treated, and was the haemodynamic instability patient related or caused by device? (B)(6) 2026 there was a delay because the sheath (with loaded device) had to be removed. The doctors investigated the issue, then called for another sheath to be opened. This was then assembled, loaded and flushed in the usual manner. Was there a medical or surgical intervention? There was a continuation of the procedure in the usual way. How was haemodynamic instability treated? The patient became haemodynamically unstable before the attempted placement of the first sheath. The operators were having some difficulty placing the original guidewire in position, so they used a super-stiff wire which was successful in providing position, however, the stiff wire caused the patient's blood pressure to drop significantly. Removal of the stiff guidewire allowed the patient's blood pressure to recover spontaneously, however, under the careful watch of the anaesthetist and the operators - who paused the case to allow recovery. Is haemodynamic instability patient related or caused by device? Not related to the occlutech device / sheath. As described above, the instability preceded the introduction of the occlutech sheath into the patient - however, the recent occurrence of that episode made the failure-episode of the occlutech sheath all the more anxiety-provoking in the operators - understandably.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report.